Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. No additional patient information was available. Subsequently it was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. A root cause could not be determined. Reportedly the customer reverted to manual injections as alternate insulin therapy.